Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 23. (B)(4).

Event description:
It was reported that within a few days of implant, a dropped ventricular beat was seen on the hospital monitor every one hour or so. This occurred about five times during the night. The device remains in use. No patient complications have been reported as a result of this event.